Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that centenary cii safe hinges on the doors exposed sharp edges which may cause a risk to the user during handling. The customer requested to file 24 defective cii safe door corners. A field service engineer filed down all the corners of the 24 doors successfully.

Event description:
It was reported by the customer that the bd pyxis¿ cii safe es had sharp hinges and door corners issues. The customer reported that the user was getting scratch marks due to the issue. There were no adverse events or serious injuries reported based on this event.